Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced mesh exposure, scarring, and bothersome during intercourse. Furthermore, it was reported that the plaintiff died. The cause of death reported were pulseless electrical activity arrest, acute gastrointestinal bleeding and suspect variceal bleed.

Manufacturer narrative:
This was initially submitted on the summary report dates (B)(6), 2014 under exemption (B)(4). Additionally, this was submitted on the summary report dated (B)(4), 2015 under exemption (B)(4). Lawyer - filed report.